Event description:
Edwards received notification that patient with a 25 mm carpentier-edwards standard porcine valve implanted in the mitral position underwent a valve-in-valve (viv) procedure after an unknown implant duration and for unknown reasons. A 23 mm sapien 3 valve was implanted within the edwards surgical valve. No pre or peri-procedural complications were faced. Unfortunately, patient died for unknown reasons next day.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined at this time. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10. Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
No pre or peri-procedural complications were faced. Unfortunately, patient died due to pericardial effusion on pod#1. Despite repeated attempts to receive further information regarding this event, no additional information was received from the customer.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) was not reviewed as the device serial number was not provided. The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies.